Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2019-03331. 2938836-2019-03332. It was reported that the left ventricular lead the left ventricular (lv) lead exhibited capture anomaly during clinic visit. Lead micro-dislodgement was noted. Patient presented in stable condition and without adverse reactions during system testing in lab. Fluoroscopic evaluation revealed dislodged lv lead with abnormal impedance values and non-capture. Right atrial (ra) and right ventricular (rv) leads were noted pulled back but still in operational positions with normal testing chronic values. Ra and rv leads were repositioned. The lv lead was explanted and replaced. Patient remained stable throughout the procedure and recovery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.